Manufacturer narrative:
Review of the site history found that the following instruments were used during the procedure and had no reported complaints: 30-degree endoscope plus, prograsp forceps, permanent cautery hook, cadiere forceps, suction irrigator. Review of the system log was performed, and no relevant system errors were revealed. A review of the device history record (DHR) was performed and no non-conformances were identified to be related to this event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the patient expired. The surgeon reported that the patient had an extensive medical history related to their heart, had not been in good cardiac health, and believes the cause of death was due to the weak heart.